Manufacturer narrative:
Update 20oct2017: catalog # was changed from 07k78-35 to 07k78-30 and lot # was changed from 73021ui01 to 73021ui00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the customer's instrument logs, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect total b-hcg assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 73021ui00. The customer's instrument logs were reviewed and did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred. Using world wide field data the historical performance of reagent lot 73021ui00 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 73021ui00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 73021ui00. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect bhcg for one sample. Sample ID (B)(6) generated an initial result of 75 miu/ml and repeat was less than 1.2 miu/ml. The sample was retested on two seperate architect analyzers generating negative results. No adverse impact to patient management was reported.